Manufacturer narrative:
The lot number was provided for three out of thirteen malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model 1808060 implantable port allegedly experienced obstruction of flow. This information was received from various sources. Of the thirteen obstruction of flows, all involved patients with no patient consequences. Six of the thirteen patients ranged from 50-65 years of age and four patients weights ranged from 150-210 lbs. Of the reported patients, one was male and 6 were female. All other patient information was not provided.